Event description:
It was reported that the user applied a new dexcom g7 continuous glucose monitor (cgm) sensor that initially paired to the ilet and then experienced a signal loss, after which an agent assisted with re-entering the pairing code and advised that reconnection will follow after standard pairing time elapses. No adverse clinical symptoms reported. Outcomes included dosing interruption alerts and temporary suspension of automated dosing until signal was restored. User support included customer support troubleshooting focused on cgm-to-ilet connectivity and education on pairing and reconnection steps. Investigation of this case revealed a loss of wireless communication between the dexcom g7 sensor and the ilet, consistent with transient connectivity interruption without evidence of device damage. It was concluded, based on previously established findings for similar reports, that the cause was user setup or environmental connectivity factors resulting in temporary cgm signal loss.